Event description:
During percutaneous coronary intervention (pci), the pt had atrial fibrilation which was treated with medication and cardioversion.

Manufacturer narrative:
As reported by the study, this pt presented to the cardiac catheterization unit and the primary indication for treatment was stable angina pectoris and 3-vessel disease was found. A staged procedure was planned for cardiovascular safety. Left ventricle ejection fraction was not available. Pre-procedure cardiac enzymes were not checked. Pre-procedure medications included aspirin, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 70% de novo lesion in the mid left anterior descending artery (lad) of 14mm in length in a 2.5mm vessel diameter. The (b1) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 10 atmospheres (atm) before a 2.5 x 18mm cypher select plus stent was deployed at 20 atm with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flow were not documented. Intra-vascular ultrasound (ivus) was not used during the procedure. During the procedure, the pt went into fast atrial fibrillation and internal. Cardioversion was performed. Sinus rhythm was restored and amidorone was given intra venously. On the following day, the second part of the staged procedure was performed. The pt had pci to the circumflex/obtuse marginal with double guidewire. Both vessels were pre-dilated. A 3.0 x 23mm cypher was deployed to the circumflex/obtuse marginal, with post-dilatation using kissing balloons. Then a 3.0 x 18mm cypher stent was deployed in the proximal circumflex, overlapping the first stent. There was good final result. This was classified as unrelated to the study device and procedure. Ck cardiac enzymes were within normal limits at the 24-hour to discharge interval, post-procedure. Ck-mb and troponin were not checked. The pt was discharged two days after admission. Post-procedure medications included aspirin for 1 month, clopidogrel for 12 months, unfractionated heparin, statins, ace inhibitors and beta-blockers. The patient was also discharged home on an anti-arrhythmic medication. Please note that this device is not distributed in the united states. However, it is similar to the use distributed device. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.